Event description:
An adult patient was undergoing cardiac ablation. The catheter was tested prior to insertion. After the catheter was placed into the patient's heart, it was discovered that the d-f curve was not able to manenuver. The catheter was removed and a new one was used to complete the procedure. There was no harm to the patient.